Manufacturer narrative:
(B)(4). Device evaluation: result - no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion - bd was not able to duplicate or confirm the customer indicated failure mode as no samples or photos were returned for analysis. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that at 23:30 on (B)(6) 2016, the patient's parent was giving an injection of growth hormone to the patient's abdomen when the needle broke off in the site. They immediately went to the hospital and had a b-mode ultrasound, which detected the needle near the naval. Additional interventions were not performed as this hospital was not equipped for surgery. The patient was transferred to the yunnan provincial people's hospital for evaluation. This facility performed another ultrasound but could not detect the needle. A CT scan was also performed and the needle was detected "but not clearly". As the needle location was unclear, the doctor would not perform surgery at this time. The family was informed to observe the site for 2 weeks and if anything abnormal is noted, to return to the hospital immediately for additional medical intervention.